Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "nodules, swelling, and pain." The device remains implanted. Patient later reported "thought there was some problem in the left breast, such as capsular contracture." The presence of cyst, calcification, small amount of liquid, concern with recall was later reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "nodules, swelling, and pain." The device remains implanted. Patient later reported "thought there was some problem in the left breast, such as capsular contracture."